Manufacturer narrative:
Cine images and echo were submitted to edwards for review. The imaging provided was reviewed by an edwards physician proctor. Observations/impression: observations: cine heavily calcified aortic valve leaflets (ncc/rcc), left main calcification, no porcelain aorta ; poor image intensifier angle (iia); good coaxial alignment of the valve and delivery system; valve positioned approximately 50/50- 45/55 aortic/ventricular; large lvot noted tee ; annular diameter measured from rcc to the ncc, rather than the true annulus impressions: from the images provided, the annular diameter was measured from the rcc to the ncc, rather than the true annulus, which may have provided an underestimated measurement. The cause of the embolization appears to be due to valve under-sizing. Bav with contrast injection is suggested to evaluate annular size. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, based on the report received and the case imaging review, a combination of patient and procedural factors appear to have caused or contributed to the valve embolization [minimal annular calcification, poor image intensifier angle, underestimated annular measurement]. The patient¿s death was attributed to acute right heart failure and coagulopathy that could not be resolved. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the valve embolized into the left ventricle. Per report, the 26mm sapien valve was implanted 50:50 in the native aortic annulus without incident. Post implant, the valve embolized into the left ventricle. The patient was placed on bypass and the procedure was converted to surgical aortic valve replacement. The native aortic valve was resected and the sapien valve was retrieved with forceps. A 25mm hancock ii surgical valve was implanted. The chest and groins were closed in normal fashion. The patient was transferred to the unit on iabp and partial bypass for right ventricle dysfunction. The implant physicians agreed that the native annulus was probably larger than measured. The large annulus combined with mild calcium on the native valve complex may have caused the embolization. Additional information was received indicating this patient expired the next day while in ICU; the patient had acute right heart failure and coagulopathy that could not be resolved.